Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen was scratched and unresponsive. There was no reported impact to customer's blood glucose. Reportedly, customer declined troubleshooting and reverted to manual injections for alternate insulin therapy.